Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alert for low readings on the mobile app occurred.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that (audio issue) on the mobile app occurred. Data was evaluated and the allegation was confirmed. The device functioned within specifications and patient settings. The probable cause could not be determined. No injury or medical intervention was reported.